Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer "closed" the occlusion alarm and resumed insulin delivery. The customer could not recall if the blood glucose was impacted.